Manufacturer narrative:
Fmc believes the fault of this event is user error when the mixture of bicarb was made for the dialysis treatment. Also, the fact that the alarm parameters were altered and the dialysis treatment was continued is the fault of the user rather than the product.

Event description:
An electronic report was received from a hemodialysis user facility stating patient received incorrect bicarb during treatment. The user facility reported an error was made by the staff when mixing the bicarb and caused the bicarb to be off in conductivity. The user facility reported one patient was hospitalized and discharged without incident. The facility was contacted for further details of this event. It was learned, according to the technician, that when the bicarb was mixed, that mixture resulted in low conductivity. The person who made that mixture mixed an incorrect amount of bicarb ratio. The staff on that day reported to the technician that they tested the bicarb mixture prior to placing the patient on the dialysis. The technician stated the mixture would not meet specification. The rn manager reported verbally that the dialysis machine alarmed throughtout entire treatment, however the technician on that day altered the parameters and the dialysis treatment continued with the use of an incorrect mixture of bicarb. The rn stated that for this patient, the symptoms the patient reported were chest pain, shortness of breath, and a bp that was low at the end of dialysis. The patient did complete the entire dialysis treatment with the use of this bicarb. The patient was reinfused at the end of dialysis and the patient was then transferred to the ER for observation. The patient was observed as an inpatient for one day. The patient did not require any medical intervention related to this event. The patient was then discharged to home and is doing well to date with no further ill effect related to this event. A sample is available for an evaluation.